Manufacturer narrative:
The reported complaint that "the autopulse li-ion battery (s/n (B)(4)) failed to power up an autopulse platform" was confirmed during functional testing of the returned battery. The archive data could not be downloaded, and a review could not be performed. The probable root cause for the reported complaint could be due to battery mismanagement and charging practice or electrostatic discharge (esd) or broken/damaged components. Upon visual inspection, no physical damage was observed, and no leds of any type were lit on the incoming inspection. The battery archive could not be downloaded. The possible causes for the archive issue could be due to the battery being discharged to a very low-level voltage and cannot power up its internal components or could be due to the damaged gas gauge which causes communication failure with the internal components that powers up the battery. During functional testing, the battery did not power on a known good autopulse platform, confirming the customer's reported complaint. The battery failed to charge in a known good autopulse multi-chemistry battery charger (mcc) and the status leds on the battery showed no lights after the charging attempt.

Event description:
The customer reported that the fully charged autopulse li-ion battery (s/n (B)(4)) failed to power up their autopulse platform. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided, therefore patient use is unknown.